Event description:
It was reported that a malfunction alarm occurred due to exposure to extreme heat, displaying a malfunction code 12. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue recurs.